Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin drip out of the infusion tubing during the load fill tubing sequence after the standard 17 units, after 27 units insulin was observed exiting the infusion tubing. The customer's blood glucose level was not impacted. Tandem technical support informed the customer that the luer lock possible not being straight may have caused this issue.